Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation, the guidewire distal and middle sections surface felt as is if there were spots where the coating was missing, making it felt rough. The device was not used for the procedure. There was no patient involvement.